Manufacturer narrative:
(B)(4). The customer reported unable to acquire 12 leads ECG. There was no reported adverse pt impact. The 3rd party distributor evaluated the device and confirmed the 12 leads ECG failure. They confirmed the measurement module was worn. The measurement module was replaced to resolve the issue. The device passed all performance assurance testing and was returned to the customer. We will consider this a malfunction of the ECG connector that caused the device to have a leads ECG failure.

Event description:
The customer reported unable to acquire 12 leads ECG. There was no reported adverse pt impact.